Manufacturer narrative:
This report is submitted on april 12, 2022.

Event description:
Per the clinic, the patient experienced an infection due to a fistula that developed at the pinna, exposing the extracochlear electrode (specific date not reported). The patient was treated with antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2022. There are plans to reimplant the patient with a new device, however, it has yet to take place as of the date of this report.

Manufacturer narrative:
This report is submitted on may 05, 2022.